Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on 08/28/2015 with the following findings: no damage or peeling to keypad. Ok, contrast, up, down keys are intermittently responding. Removed the keypad and found contamination under the all key contacts. Display is dim and pink. Battery compartment cracked below bumper pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a dim display, cracked battery compartment and contamination under the keypad. This report is made based on the results of an investigation completed on 08/28/2015.